Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. A technical service (ts) consultant reviewed the engineering disk analysis, confirming a steady increase in the power consumption. Ts recommended device replacement. Device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned, therefore a technical analysis cannot be conducted. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. A technical service (ts) consultant reviewed the engineering disk analysis, confirming a steady increase in the power consumption. Ts recommended device replacement. Device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed, and device was explanted. A new device was explanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned, and analysis is complete.